Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction at the station was due to a configuration issue. A technical support specialist adjusted the time settings; however, the time remained inaccurate, resulting in nurses being unable to view medications that had already been verified for release from the pyxis system. The machine underwent three reboots, and a new support ticket was generated, indicating that all users were unable to access new medications, which was subsequently addressed to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system 7a-2, pyxis time was off and some users were not able to access machine functions. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.